Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a revision procedure the same day of the implant procedure. The lead was initially placed in the wrong location and the procedure was to reposition the lead in the correct location. No additional adverse patient effects were reported.